Event description:
On (B)(6) 2011, the patient contacted animas because she reportedly has had elevated blood glucose (300-400's mg/dl) with symptoms of nausea for the past 3 days and became concerned that the insulin pump was not working 2 days ago when she noticed that her blood glucose levels (bg) were not responding when bolusing with her insulin pump but her bg responded to insulin injections. The patient changed out the infusion set/site yesterday and reportedly has not had any changes to medications and activities and is not sick. The customer support representative (csr) reviewed the pump settings with the patient and confirmed that the settings were correct. The patient indicated that she saw air space in the infusion set tubing and cartridge and confirmed she uses room temperature insulin. She stated she pushed the insulin back into the insulin vial and then filled the cartridge when she saw the bubbles in the cartridge. The patient reported no infusion site issues and no bent infusion set cannulas. The csr walked the patient through priming the pump and the patient was able to prime the pump successfully. The patient was advised to change out the infusion set/site and to use an area for site selection recommended by her health care professional. The csr also reviewed proper filling techniques. The csr followed up with the patient 3 hours after the initial call and confirmed that the patient has changed out the infusion set/site. The patient had corrected her elevated bg with injection and ended up with a bg of 38 mg/dl. She claims she has hypoglycemia unawareness but was able to self-treat with glucose tablets and lunch. The patient was advised to correct her low bg with carbohydrates and to check her bg every 15 minutes until her bg returns to target. The patient did not receive any other medical intervention. There is no indication that the pump malfunctioned; however, this complaint is being reported because the patient's elevated blood glucose levels with symptoms of nausea were not responding when bolusing with the pump. A replacement pump was sent to the patient.

Manufacturer narrative:
Follow-up #1 (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history from (B)(4) 2011 to the end of pump use on (B)(4) 2011 showed that the daily insulin delivery totals correctly reflect the users programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.